Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that it was taking too long for the implantable neurostimulator (ins) to charge; it was taking the patient 2-3 hours and it normally didn¿t take that long. This issue was discovered within the last six months prior to the report. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-23. It was reported that the patient didn't know why it took more than two hours to charge; they get in a comfortable position and sit, but the black bars never fully charge. The charging issue did not yet resolve, and the patient did not know what led to the issue. There were no further complications reported or anticipated.